Event description:
A review of svc data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functioning testing. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received the belt failed incoming functional testing. Upon investigation the red driven ground relay and gray driven ground wires were open at pins 10 and 24 of the trunk cable connector. The cause of the testing failure was the open wires. The root cause of the open wires was unable to be positively identified but is likely due to excessive force on the cables. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.